Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/8/2020. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device pcm415 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure for patient #1 date and name of the index procedure for chest port insertion the diagnosis and indication for the index surgical procedure? On what tissue was the ethicon suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- op? Were cultures performed? Results? Was surgical intervention performed? If yes, date? If yes, please provide date and appearance of the suture during the second procedure? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent suture of chest port on (B)(6) 2019 and suture was used on inner and outer layers of tissue. The surgeon used a combination of 4-0 suture and 2-0 polysorb suture. The patient was discharged and returned an unknown number of days later with sepsis around the chest port and the absorbable sutures hadn't absorbed. The chest port was infected and had to be removed. The patient received antiobiotic therapy and was discharged to a different facility. Additional information has been requested.